Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 439 mg/dl and the current blood glucose was unknown. Customer stated that, he was running highs when he was having issues with his blank display on his pump. Customer treated high blood glucose with injection. Customer stated that, his pump did not have a light on it initially and states yesterday it went blank and now it will not come on. Customer stated the display did return. Assisted customer in performing a self-test which was successful and no issues were found. Customer would like to troubleshoot for highs now that his pump is working for him. Customer advised to monitor the insulin pump. The device will not be returned for analysis.